Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: grip packing ring was loose, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover and adhesive on the bending section cover was cracked; screw stopper was replaced for preventative maintenance, and the universal cord had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had leaking water from the endoscope after connecting to filled container. The same container and hose were connected to another bucket that did not leak. Manual leak test is okay though and want control. The issue was found during reprocessing. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the reprocessing procedure might not have followed the instructions for use. Furthermore, signs of physical damage of the device were confirmed at where the foreign material was remained. The event can be detected and/or prevented by following the instructions for use which state: -instruction for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -instruction for use states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.